Event description:
The device reportedly displayed numerous connect electrodes messages during pt use. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.